Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the edges of their aligner that they just received are very sharp. The aligners have caused cuts to the inside of their lips. Provided general ortho discomfort and hh tips. Requested for patient to give update after attempting tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.